Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger; product ID: 97754, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that starting in (B)(6) 2019, the patient programmer and implantable neurostimulator recharger would not come on. The patient had already replaced the aaa batteries in the patient programmer. The patient programmer is powering on; however, the patient was encountering the poor communication message when he attempts to sync. The patient confirmed that the implantable neurostimulator battery is depleted. When the patient tries to recharge his implantable neurostimulator and presses the green start charge button, he encounters a message that says, ¿charge your recharger battery.¿ the implantable neurostimulator recharger was confirmed to be plugged into the desktop charger; however, the connector pin appeared bent (broken) and the implantable neurostimulator recharger only started charging if he wiggled it around. The patient was sent a replacement desktop charger. The patient was able to turn stimulation back on using his insr and he felt it in his legs. The implantable neurostimulator recharger screen was blank, so it was unclear if the patient did in fact turn stimulation on. There were no further complications reported.